Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation, therefore, the difficulty in relationship to the opening of the package could not be confirmed. However, the images provided were reviewed and confirmed what looks like a pierced package. The clinical/medical investigation concluded that, based on the information provided, the clinical root cause of the reported damaged/open sterile packaging cannot be definitively concluded. Although, the floor nurse reportedly ¿confirmed that she opened the implant packaging on the side of the box not on the top where the damage was, human error was the root cause of the failure to verify the integrity of the sterile packing before placement into the sterile field and the subsequent implantation in patient. The patient impact of the surgical implantation of a potential non-sterile device, may put the patient at risk for infection and could result in further patient impact and/or intervention. No further patient impact can be determined, and no further clinical medical assessment can be rendered. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to damage during shipping, handling or storage. Since the rupture of the packaging seemed to be provoked by an external agent, the contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery, after a journey tibia base np left size 2 was opened and used in the patient, it was noticed that the sterile packaging had been damaged, the packaging had been cut with a sharp instrument through all the layers of packaging.

Manufacturer narrative:
Internal complaint reference (B)(4).